Manufacturer narrative:
D4: catalog number updated from unknown to 1608002009. H6: the quality investigation is complete. H3 other text : device was discarded.

Event description:
It was reported that the bur broke. It was also reported that there was no patient involvement, no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that the bur broke. It was also reported that there was no patient involvement, no adverse consequences and no delays as a result of this event.